Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed no signs of physical damage; however, the heater tray was rubbing against the top cover on the pump assembly side. The load cell verification was not within tolerance, the 2k weight value was out of spec at ~2100g. Further investigation found the load cell to be misaligned. A known good load cell was used for the remainder of the investigation. The load cell verification was within tolerance. Upon opening the cassette door, there were indications of dried fluid and an infestation on the cassette membrane and underneath the pump assembly. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis exists. It cannot be determined what caused the patent to develop peritonitis with the information currently available. Peritonitis is a well-known potential complication of pd therapy. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance on a scale reading error and during the call the patient reported being hospitalized for peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and symptoms unknown. The hospitalization dates were not provided. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.